Event description:
Per md performing CT guided lung needle biopsy, the locking mechanism, in the device failed preventing the appropriate deployment. No other information provided from clinical staff. Patient developed small pneumothorax at end of procedure-patient monitored for four hours. Unclear if this was expected due to procedure or from the malfunction. Patient discharged home same day. First x-ray showed questionable tiny right apical lateral pneumothorax. Repeat x-ray a couple hours later showed no pneumothorax.